Event description:
Additional information received reported that the patient was charging the device more than expected. The patient needed to charge over six hours a day. It was noted that the patient planned to follow up with her managing health care professional.

Event description:
It was reported that the patient's device had turned off and she was unable to turn it back on. The patient had charged it to 80% the night prior. The next morning, the day of the report, the patient's therapy was off and the battery was "completely gone." The patient was told to recharge as much as she can and then attempt to turn on the stimulator again. Additional information was requested; if received, a follow up report will be sent.

Event description:
Additional information received reported that the patient needed to charge 6-7 hours a day and it was not getting up to 100%. The patient's setting were:pulse width 120, 7.5v, and a rate of 210. It was noted that overnight the battery goes down to 50%. It was reported that while charging, the charger "goes off now and then" and the patient has to restart it. It was noted that the patient was going to meet with a company representative at her doctor's office.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had only been having issues recharging in the last couple of weeks. It was noted that the patient had no trauma or falls; however, a health care provider thought that the patient did fall at one point while running. It was noted that the patient reported getting 8 bars while recharging and the recharging details from the clinician programmer indicated this as well. When a report was run from the recharger itself, the report indicated that the patient was only getting 5-6 bars in some of her recharging sessions rather than the 8 bars. Despite this, it took the patient 2-3 hours for the implantable neurostimulator battery level to increase 25%. The patient was going to try to use adhesive discs to help with the recharging. It was noted that the patient was getting adequate therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3391s-40 lot# v556815, implanted: 2012 (B)(6), product type lead product ID 3391s-40 lot# v556815, implanted: 2012 (B)(6), product type lead product ID 37092 lot# 375650002, product type accessory product ID 37651 lot# serial# (B)(4), product type recharger product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 7482a51 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 7482a51 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. F(B)(4).

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was MFR.

Event description:
Additional information reported that the stickers were helping with the recharging as the time to charge was down to four hours a day.